Manufacturer narrative:
Device evaluated by manufacturer: the guidewire was returned without the rotapro burr loaded on it, which confirms that the burr was not stuck on the rotawire. During product analysis it was found that the spring tip was bent. The bending of the spring tip did not contribute to the reported issue of burr stuck on guidewire.

Event description:
It was reported that the burr was stuck on guidewire. A 1.50 rotapro and rotawire guidewire were selected for use. During the procedure, when removing the burr, it could not slide over the guidewire. The guidewire had to be removed together with the burr and a new guidewire was inserted in its place. Procedure was completed and no patient complications were reported.

Event description:
It was reported that the burr was stuck on guidewire. A 1.50 rotapro and rotawire guidewire were selected for use. During the procedure, when removing the burr, it could not slide over the guidewire. The guidewire had to be removed together with the burr and a new guidewire was inserted in its place. Procedure was completed and no patient complications were reported.